Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated 1/5- checked logs, verified cal of vac and pressure. Talked with fse about replacing the front end board, and testing unit. 1/9- replaced front end bpard(d670-00-1164) and both vac(d004-00-0092 ) and pres tubes(d004-00-0093), and both flters(d103-00-0631), recalibrated 30 psi, calibration. Unit alarming with power up fault 10, recalibrated, and had same issue. Will be replacing front end board on next visit. 1/22- calibrated 30 psi, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Will run unit for service checks and validate repair is completed.1/29- evaluated cardiosave after being ran for 7 days, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has overheating issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use., the cardiosave intra-aortic balloon pump (iabp) unit has overheating issues.